Event description:
Per the clinic, the patient experienced chronic skin issues and granulation at the abutment site. The site was treated with silver nitrate (date not reported) and several courses of antibiotics (dates not reported). The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was taken to the operating room on (B)(6) 2015; abutment was removed and a cover screw was placed. The implanted device remains. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.